Event description:
Reporting status: serious injury/medical intervention/permanent damage. Reporting rationale: dislodged stent compressed against vessel wall. Device issue: stent dislodgement. It was reported that during an attempt to cross a tight lesion with a xience v stent delivery system (sds), the stent implant dislodged from the balloon in the coronary anatomy and the stent was then compressed against the vessel wall. No additional event or pt info is available.

Manufacturer narrative:
Results and conclusion summation - the inability to cross a lesion and stent dislodgement can be affected by numerous factors. It is possible that the stent became disrupted on the balloon while attempting to advance and retract the sds through the tight lesion, which may have contributed to the stent dislodgement. There was no note of any damage observed prior to the procedure and no pre-dilatation was performed, it is possible the lesion characteristics contributed to the difficulties experienced, although a conclusive cause cannot be determined. The IFU states: pre-dilate the lesion with a ptca catheter. In this case, a definitive cause for the inability to cross and the stent dislodgement cannot be determined.